Event description:
It was reported the patient¿s device was implanted in their side however they did not have enough fatty skin and the corner of the implanted started to come through the skin. The device was then replaced in 2004.

Manufacturer narrative:
Concomitant: product ID 3986ilc, lot# n24794, implanted: 2002-(B)(6), product type lead. Product ID 7495lz40, serial# (B)(4), implanted: 2002-(B)(6), product type extension. (B)(4).